Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to check the tubing attached to the sweep flow tank. The customer discovered a disconnected tubing and proceeded to attach the tubing to resolve the issue. The customer stated that the instrument was operational and no further leaks or errors were observed. A field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issues. (B)(4).

Event description:
The customer reported a leak of unspecified volume from the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid spilled onto the counter top. The customer stated that the instrument generated "sweep flow tank not full" errors at the time of the event. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing gloves during the event and there was no report of injury or direct exposure to the leak.